Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported problem could not be identified, nor could it be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. When tested, the device's iris was able to adjust manually and automatically in the respective mode. Brightness level was verified within specifications. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was too dark. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.